Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Consumer sent e-mail stating the tampon applicators were falling apart, and were not working like they should. No injury was reported.